Event description:
Hamilton medical ag received the following event description: "connection issues between ip and main board tf: 9939 and 9912"no patient involvement. The event did not lead to any serios injury or adverse health effects to any patient.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).the investigation is currently in progress.